Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as device programming options for alerts for this measurements. This device remains in service. No adverse patient effects were reported.